Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, a severe angulation change between the surgical ring and aortic root was reported. A second extreme angulation change, with angle measurement greater than 90 degrees was reported at the sinotubular junction. During final release of the valve, the valve dislodged. The valve was snared into the aortic arch. A second valve was implanted. No additional adverse patient effects were reported.